Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was reported. In addition, the patient developed baker grade iii capsular contracture in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 440cc gel breast prostheses on (B)(6) 2020.

Manufacturer narrative:
On 09-sep-2020, mentor received additional information about the event. It was initially reported that the implantation date is (B)(6) 2010. New information received states that the implantation date is (B)(6) 2010. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. Leak testing was performed, according to mentor procedure, and it revealed a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received with lot number 5915122. No adverse events were reported for this contralateral device. Therefore, no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: block d10 ¿device available for evaluation?¿ was incorrectly answered no in the initial report. The correct answer is yes, the device has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: block g3 ¿is report source company rep¿ was incorrectly checked in the initial report. Block g3 ¿is report source health professional¿ is the correct response. Manufacturer¿s reference number: (B)(4).